Event description:
This is a spontaneous report received from (B)(6) hospital by baxter (B)(4) on (B)(4) 2010. Reportedly, the patient who was performing continuous ambulatory peritoneal dialysis (capd) system went to the hospital with cloudy effluent. The patient was using pd solution the hospital gave him another pd solution bag. The next day, the patient returned to the hospital with cloudy effluent. Samples are not available. Additional information received on (B)(4) 2010: the patient has been on capd since (B)(6) 2007 and has had no recent peritonitis events. The patient has no allergies. On (B)(6) 2010, the patient came to the pd unit with abdominal pain and cloudy effluent and no other symptoms. The patient was not hospitalized. The staff on duty decided to not administer antibiotics for the suspicion of cloudy effluent due to the icodextrin solution. They gave the patient other bags of icodextrin, but there was still cloudy effluent. On (B)(6) 2010, vancomycin and amikacin intraperitoneal was started. On (B)(6) 2010, the patient did not have cloudy effluent after administration of the antibiotics and was improving. The clinical suspicion was that the patient had bacterial peritonitis. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.